Event description:
It was reported that the customer experienced high blood glucose levels. The customer changed the infusion set and delivered several boluses, but continued to experience high blood glucose levels. It was also reported that the insulin pump didn't alarm no delivery. The high pressure test could not be conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.